Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd autoshield¿ duo pen needle there was an issue with safety mechanism failure/needle stick. It was stated ¿a nurse was stuck while removing the autoshield duo needle. It was also noted that the safety device did not cover the needle. The needle stick was from the front end however the nurse did tell me once she was stuck she looked at the bottom end and that needle was exposed as well.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot. Severity: s_3__; occurrence: a complaint history check was performed and this is the 1st related complaint for difficult/unable to operate and needle stick on lot # 72937concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. If samples are received in the future the complaint will be reopened for further investigation.